Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image when using the video processor. The procedure was completed with a similar device. There was no patient harm associated with the event.

Event description:
The issue was found at preparation for use for an unspecified procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, malfunction phenomena were confirmed to have occurred due to a printed circuit board failure. When the substrate was checked, traces of the liquid adhering to the substrate were confirmed. Therefore, it is presumed that the element on the substrate was burnt and caused a failure. The event can be detected/prevented by following the instructions for use: ¦ handling and general precautions ( ¿ the following items shall be strictly observed. The patient or user may be shocked. - do not moisten or spill this product with water or other liquids. In addition, immediately discontinue the use of this product after water or other liquids have entered the product, and contact olympus. ¿ review of device history documentation. Olympus will continue to monitor field performance for this device.